Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation via remote troubleshooting with the technical assistance center (tac) that the gastrointestinal videoscope exhibited a normal image quality initially; however, the image progressively degraded shortly thereafter until no image was present. There were no reports of patient involvement.